Manufacturer narrative:
(B)(4).

Event description:
Procedure: bowel resection. According to the reporter: both devices would not fire half way. Opened a new device to complete the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.